Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) post ventricular pacing causing the patient to lose cardiac resynchronization therapy (crt) pacing. The lead was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.